Event description:
It was reported that the 9800md system was getting a "stator not on" error during boot up. There was no report of patient injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Identified a bad (broken) wire in the stator circuit. Repaired the broken wire. The system was tested and found to be working as intended and placed back into service.